Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 09/01/2022, zyno medical received a complaint. A user facility representative reported that "air-in-line sensor did not activate and air infused into the patient." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
506726 air in line sensor was tested by attempting to run an infusion with no tubing inserted into the pump 5 times and each time it alarmed air-in-line as intended. The air-in-line sensor was then tested by attempting to pass 1 inch air bubbles past it. Each time the air bubble reached the sensor, the pump alarmed air-in-line as intended. This took place 5 times. Reported issue was not confirmed. Pump meets passing criteria.